Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was cracked where orange stop is. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. The hene (helium-neon) test found no breaks along the fiber length. The fiber passed the functional test for saline flow and connector function. Review of the returned data card identified that there were no error messages, and the fiber was recognized and used. Visual inspection and microscopic inspection of the returned fiber identified that the metal cap was detached or separated. Therefore, the reported event of fiber cracked was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was cracked where orange stop is. The procedure was completed using another fiber. There were no patient complications reported.